Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model ct6a - cross fire t6a, serial number/date (B)(4) is approximately 2 years and 4 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Base frame is allegedly broken at the tabs where the seat frame attaches. No injury is alleged.